Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that an eleven-year-old male child patient's cannula had exited his body, but the site was still attached to infusion, and he had high blood glucose level which they tried to treat with a bolus via the pump. He believed that he may have bumped infusion set site and dislodged cannula without noticing. The infusion set had been used for three days. Consequently, on (B)(6) 2022, he went to the emergency room with blood glucose level ranging between 600 mg/dl to 700 mg/dl and had high ketones. His health care professional assessed the ketone level as dangerous/ life threatening. During hospitalization, the patient was administered fluids of saline, insulin, and some unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.